Manufacturer narrative:
Additional information was received from our post market quality assurance engineers that a solder joint on the integrated circuit was damaged, resulting in an incomplete connection. During the detailed analysis that was performed for this specific issue, the damaged solder joint broke apart. To continue the analysis, the pieces were resoldered and it was confirmed that the damaged solder joint did not contribute to the high current condition. Instead, the damaged solder joint would have prohibited the capacitor from successfully charging. Because the damaged solder joint was resoldered during analysis it was not possible to determine the root cause. If this issue occurred while the device was still in service, defibrillation therapy would not have been available to the patient due to the device's inability to successfully charge. Had a capacitor reformation occurred while in service, the device would have declared end of life (eol) due to this inability to charge. Also, the damaged solder joint would have prohibited the device from successfully charging and delivering high voltage therapy. However, the root cause of this issue could not be determined and it is unknown when this issue occurred due to inability to review device memory and the lack of any allegations from the field. It was concluded that the rapid battery depletion and loss of telemetry was attributed to the capacitor issue.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned after the patient had expired. There were no allegations against the functionality or longevity of the device or that it caused or contributed to the patient's death. Neither the date nor cause of death were provided. Initial analysis completed in our post market quality assurance laboratory identified a possible product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, no telemetry could be established with this implantable cardioverter defibrillator (ICD) and therefore the memory could not be downloaded for further review. Portions of the circuitry, including the battery, were isolated and tested. The rate of battery current drain was evaluated; a higher current drain condition was noted. Detailed analysis confirmed that a solder joint on the integrated circuit was cracked, resulting in an incomplete connection. This incomplete connection resulted in an increased current condition and subsequent rapid battery depletion. In addition, analysis was also performed on the low voltage capacitor. Testing determined that the capacitor was compromised which subsequently contributed to the high current condition. Laboratory analysis concluded that both device issues contributed to this device's premature battery depletion.